Event description:
Caller reported a cgm error and cts offered guidance on resetting the pump. Following the reset, another error appeared, prompting a decision to replace the pump, which was still under warranty. Caller was advised to use a backup therapy to ensure continuous insulin delivery and instructed on how to prepare and return the original pump. There was no adverse impact to the customer's blood glucose level.